Manufacturer narrative:
PMA/510(k)#: p200023 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Per rep - on (B)(6) 2025 - when it was deployed, the stent did not correctly anchor into the vessel. It moved approximately 3 to 5 cm into the ivc. They then used a larger 18 mm medtronic abre stent to stent inside of it and anchor it to the vessel. The procedure was successfully completed. 3.91 are images of the device or procedure available? N/a, yes, no -no 3.92 did the patient have pre-existing conditions? N/a, yes, no -unkr if yes, please specify: 3.93 please describe the native state of the vessel (i.e. Was the anatomy tortuous? Was the vessel fibrotic?) N/a, tortuous, calcified, fibrotic, other -stenosis in the common/exernal iliac vein if other, please specify: 3.94 was a stent previously placed during previous procedures? N/a, yes, no -no 3.95 was the device used percutaneously? N/a, yes, no -no 3.96 where on the patient was the percutaneous access site? -n/a 3.97 was the access site jugular or femoral? N/a, jugular, femoral other -left common femoral vein. If other, please specify: 3.98 what disease pathology was being treated? May thurner, acute or chronic obstruction, restenosis, other? -may thurner if other, please specify 3.99 was the lesion approached via contralateral or ipsilateral? N/a, contralateral, ipsilateral -ipsilateral. 3.100 was pre-dilation performed ahead of placement of the stent? N/a, yes, no -no 3.101 what was the target location for the stent? -common and external iliac vein 3.102 details of access sheath used (name, fr size, length)? -terumo pinnacle 8 fr 3.103 was the device flushed through both flushing ports before the procedure, as per IFU? N/a, yes, no -yes. 3.104 details of the wire guide used (name, diameter, hyrdophyllic)? -.035 dis-angled terumo glide wire, hydrophylic. 3.105 was resistance encountered when advancing the wire guide to the target location? N/a, yes, no -no. 3.106 was resistance encountered when advancing the delivery system to the target location? N/a, yes, no -no. 3.107 if resistance was met, how did the physician address this? 3.108 did the tip of the delivery system cross the target location? N/a, yes, no -yes 3.109 did the user pull the handle towards the hub during deployment, per IFU? N/a, yes, no -yes. 3.110 did the user push the hub during deployment? N/a, yes, no -no 3.111 did the user remove slack in the delivery system before deployment, per IFU? N/a, yes, no -yes. 3.112 was the stent deployed smoothly / without resistance? N/a, yes, no -yes 3.113 was the stent fully deployed in the patient? N/a, yes, no -yes 3.114 was the stent fully deployed before removing the delivery system from the patient? N/a, yes, no -yes. 3.115 was post dilation performed after the placement of the stent? N/a, yes, no -yes 3.116 was the delivery system damaged/kinked/twisted during deployment? N/a, yes, no -no 3.117 what intervention (if any) was required? -placement of a larger stent 3.118 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day -same procedure. 3.119 were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g. Kink)? N/a, yes, no -no please specify if yes.

Manufacturer narrative:
Supplemental report is being submitted due to the completion of the investigation on 19-jun-2025. Investigation - evaluation. Device evaluation. The device evaluation could not be completed as the zilver vena device of unknown lot number and zvt7-35-80-16-100 or photographic evidence of the device was not returned for evaluation. Manufacturing records. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label. It should be noted that the instructions for use, ifu0091, which accompanies this device states the following: "determine the proper stent size after complete diagnostic evaluation¿. There is evidence to suggest that the user did not follow the instructions for use (ifu0091) as per clinical input the stent moved approximately 3 to 5 cm into the ivc right after the deployment indicating an immediate migration due to smaller i.e., incorrect stent size. Image review. An image was not returned for evaluation. Root cause analysis. A definitive root cause can be attributed to use error as as per clinical input the stent moved approximately 3 to 5 cm into the ivc right after the deployment indicating an immediate migration due to smaller i.e., incorrect stent size. Also, as per clinical input the definitive evidence of use error is that the 18 mm medtronic abre stent anchored the zvt to the vessel. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A larger 18 mm medtronic abre stent to stent inside of it and anchor it to the vessel. The procedure was successfully completed. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 19-jun-2025.